Event description:
A male pt contacted lifecor customer support to report that his battery packs were discharging quickly. The pt reported that he switched a battery pack in the morning and by lunchtime, it was dead. He then placed his second battery pack into the system and in less than an hour, it was down to a 1/4 remaining charge. Support asked the pt to try to charge the battery pack, but the pt reported that when he places it into the charger all the lights would come on then shut off. The pt's battery packs, charger, and monitor were replaced for evaluation.

Manufacturer narrative:
Device MFR dates: battery pack - 02/2006. Battery pack - 10/2005. Battery charger - 06/2002. Monitor - 08/2006. Eval summary: device evals of two battery packs, battery charger, and monitor have been completed. The reported problem was confirmed. The two battery packs were received with 0 volt output. A defective u3 supervisory ic was found within both battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Monitor passed all functional tests. Battery charger passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received replacement battery packs, charger, and a monitor.